Event description:
My father is the patient of this case. His doctors at hospital, used 3 cypher stents in his second surgery to overlap already stenosed cypher stents. The blockage was located in the left anterior descending and the first surgery was performed by another facility. That surgeon explained that this was a very sensitive area and if there were problems associated with the cath in 4-6 months from 2005 then a more aggressive option may have to be talked about. The hosp did the second cath due to the fact that we live 45 mins away from the other facility. My father expected just to have the cath done. The dr at the hosp stated that the previous stents restenosed up to 90% and he put three more stents on top of. Ten days later, one day before his follow up, he passed away from what they are calling subacute thrombosis. I am questioning the decisions of hosp and overlapping these stents at such a critical area.